Event description:
A dissection occurred in left common carotid artery upon placement of arterial sheath and 0.014" guidewire. The guidewire was likely in the dissection plane, and when it was removed from the sheath, it stretched/uncoiled. The case was converted to a carotid endarterectomy.